Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2011-00674. (B)(6). It was reported that following a coronary artery stenting treatment procedure the patient experienced a cerebral infarction. At the time of the index procedure, two taxus express2 stents (2.75x28mm and 2.5x12mm) were placed in the mid lad (left anterior descending). In (B)(6) 2010 the patient experienced a cerebral infarction. The patient was started on warfarin to treat this event. At the three year follow up in (B)(6) 2010, the patient had no anginal symptoms.